Event description:
The customer reported via phone call indicating that the insulin pump had a damaged. Customer's blood glucose was 7.8 mmol/l. The customer stated that insulin pump was dropped and no longer working. The customer was transferred to helpline to purchase for the new insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, and stained end cap sticker noted.